Event description:
During an ablation procedure to treat an atrial fibrillation a polarsheath was selected for use. It was reported that the polarxfit balloon was placed through polarsheath and a small bubble was noted in the sidearm. Troubleshooting was performed, the balloon was removed, and sheath was aspirated and flushed, then balloon was put through sheath again. No air was noted in any of the lines. A small bubble was noted in the sidearm again. The physician did not want to re-aspirate but chose to finish the case and keep an eye on it. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarsheath was visually inspected for any damage that would have led to the leak allegation seen in the field. Visible blood was seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. 3-way stop cock was returned attached to device. During functional testing in attempt to recreate the visible air allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The device passes functional testing.

Event description:
During an ablation procedure to treat an atrial fibrillation a polarsheath was selected for use. It was reported that the polarxfit balloon was placed through polarsheath and a small bubble was noted in the sidearm. Troubleshooting was performed, the balloon was removed, and sheath was aspirated and flushed, then balloon was put through sheath again. No air was noted in any of the lines. A small bubble was noted in the sidearm again. The physician did not want to re-aspirate but chose to finish the case and keep an eye on it. The procedure was completed without patient complications. The device is expected to be returned.